Event description:
Reporter indicated that device diagnostic testing at office visited resulted in high lead impedance reading (dc-dc code 7 and limit). Indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impendance reading. The patient denies any recent injury or trauma that may have damaged the ncp system. The patient is reportedly experiencing an increase in seizure activity back to pre-vns baseline level. The patient still feels device stimulation. But indicates that stimulation has felt "different" for a few days. The patient denies feelings of erratic stimulation. Reviee of x-rays by manufacturer revealed that the placement of the generator was normal. The lead connector pins were past their respective generator connector blocks and the filter feedthroughs appeared to be intact. Thestrain relief was noramal and 2 tie-downs were noted. No sharp angles or lead discontinuities were noted, however, it was impossible to rule out a potential lead break in the portion of the lead that was behind the generator. The lead wires appeared to be intact at the connector pins. The pateint underwent ncp system replacement surgery, during which both the lead and generator were replaced. During the procedure, device diagnostic testing on the explanted pulse generator alone was within normal limits, inddicating proper device function. The generator was then reconnected to the orginal lead, after which device diagnostic testing again resulted in high lead impedance reading. Both the lead (excluding electrodes) and generatror were explanted and replaced. Upon explant of the lead, the surgeon noticed and area on one of the lead conductor coils near the bifurrcation that appeared to be discolored from the rest of the conductor wire (blackish). The surgeon removed fibrosis that was present and implanted a new vns therapy system. Intraoperative device diagnostic testing of the replacement system was within normal limits, indicating proper device function. Lead break is suspected.